Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. Alleged failure: blade broke off inside the joint. Probable root cause: inadequate window profile. Inadequate welding process. Improper material strength. Inadequate size selected for the application. Material brittleness . Excessive force applied by the user. The failure mode will be monitored for future reoccurrence. (B)(4).

Event description:
It was reported that the device broke. All pieces were retrieved and the surgery was completed successfully.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the device broke. All pieces were retrieved and the surgery was completed successfully.